Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor communication, the patient thought they let their ins battery deplete and thought that this was the 3rd time that it was in a possible overdischarge state. The patient tried to connect with the recharger and saw a poor communication screen. The patient stated they had not called because they had been embarrassed but wanted to know what they could do now. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.